Event description:
It was reported that this pacemaker exhibited oversensed noisy signals, loss of capture (loc), high capture thresholds, and high out of range impedance on the right atrial (ra) channel. It was noted that the device was not sensing the patient's intrinsic p waves but was only sensing the noisy signals. It was noted that the physician wanted to wait till the device reached elective replacement indicator (eri) to replace the ra lead. Subsequently, a revision procedure was performed, and the pacemaker was explanted, while the non-boston scientific ra lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensed noisy signals, loss of capture (loc), high capture thresholds, and high out of range impedance on the right atrial (ra) channel. It was noted that the device was not sensing the patient's intrinsic p waves but was only sensing the noisy signals. It was noted that the physician wanted to wait till the device reached elective replacement indicator (eri) to replace the ra lead. The device remains in use. No adverse patient effects were reported.